Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: there was no activity related to the complaint observed in the pump histories. Due to continued pump use, there was no data in the pump histories from the time of the complaint. A rewind, load, and prime sequence was performed successfully. A 10unit normal bolus and a 10unit audio bolus were successfully performed and were accurately recorded in the pump history. The remaining insulin was calculated correctly during testing. The pump was exercised for 24 hours without any issues. All data was accurately recorded in the pump histories during investigation. The complaint could not be duplicated.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that a date was missing from the pump history on the ezmanager report, and that he thinks that this date is missing in the actual pump history. The pump was unavailable for review at the time of the initial contact. It is unclear at this time if there was a date actually missing from the pump history, or if the issue was solely with the downloaded information. Customer support attempted to follow up with the reporter to obtain additional information, without success. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.